Event description:
It was reported that the patient noticed that their communicator recently displayed a red call doctor icon. Upon review, it was determined that the alert had been declared due to high, out-of-range pacing impedance measurements (>2000 ohms) from the right ventricular (rv) lead. It is currently unknown if the rv lead is a boston scientific product. At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5 field for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient noticed that their communicator recently displayed a red call doctor icon. Upon review, it was determined that the alert had been declared due to high, out-of-range pacing impedance measurements (>2000 ohms) from the right ventricular (rv) lead. Despite exhaustive attempts, no further information was provided regarding this event and it is unknown whether the rv lead is a boston scientific product. At this time, the system remains implanted and in-service. No adverse patient effects were reported.